Event description:
Baxter japan reports a "crack on tube" of the transfer set. This is noted during use with no pt injury or medical intervention required according to the japanese complaint coordinator.